Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a depuy hip implanted in (B)(6) in (B)(6) 2015. It was a metal on metal hip. The patient started experiencing pain in the hip that continued to worsen to the point that he had difficulty walking and his general health was deteriorating. He was referred to the hospital in (B)(6) 2018 where a blood test indicated what she referred to as ¿metal poisoning¿. She also said there were issues with his kidneys as a result. An MRI was performed during this time and she indicated that it showed a ¿pseudo tumor¿ on his hip. He had a revision surgery in 2019. When the sales rep called his family this afternoon, he and his wife were driving home after seeing a doctor in kansas city to discuss having his other hip replaced. She said that she believes the issues with the hip that now needs replacement is a result of the issues with the prior replacement of the other hip and the patient¿s having to favor it due to the pain and discomfort. Doi: year 2018. Dor: year 2019. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.